Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, no communication could be established between the device and the programmer due to a low battery voltage. A longevity calculation was performed and was found to be within the expected limits. Review of the device data confirmed that the low battery voltage and reported reset mode was a result of normal battery depletion. The device was tested using automated test equipment and no anomaly was observed. No high current drain sources were found.

Event description:
It was reported that the device was found in back up vvi mode with hv therapy disabled. The device could not be interrogated. It was suspected that the device had reached eol. The device was explanted.